Manufacturer narrative:
A ge service rep performed an onsite investigation. The floppy drive needed to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system beeped at start up and that no image was displayed. No pt injury was reported.